Event description:
Device issue: clip mislocation. Time of device issue: after vessel closure. Adverse event: surgical intervention. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery. Reportedly, while the pt was in recovery, it was found the pt experienced diminished pulse in the leg. A cut-down was performed and found the clip had attached to some plaque, which occluded the vessel. The physician did not perform a femoral angiogram before clip deployment. The clip and plaque were removed and the vessel was repaired. There were no reported adverse pt sequelae. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). Use of device issue. Failure to follow steps/instructions. (B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.